Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site name. Biomed stated that end user accidentally damaged the sensation balloon fiber connector against the patient bed. Biomed requested to have to have fiber optic circuit checked out to see if operational to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that end user accidentally damaged the sensation balloon fiber connector against the patient bed. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).